Event description:
Device 1 of 2. Ref MFR report #" 1627487-2013-01255. It was reported the pt is experiencing heating sensation at his ipg while charging. It was also reported the pt's ipg will not hold a charge. The pt is currently incarcerated in a federal prison. A new le charger was sent to the pt to address the issue.

Manufacturer narrative:
A1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.